Event description:
The customer contacted global technical services requesting assistance in opening the door of the homechoice (hc) device during the priming cycle. The home patient had connected to the hc and initiated therapy prior to priming the patient line. This constitutes a use-error (failure to follow therapy steps). There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended, as no sample was available for evaluation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.